Manufacturer narrative:
Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Additionally, the pump supplies were in use for over 2 days with novolog insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. Reportedly, the pump supplies were changed to address the issue. Additionally, it was reported that air bubbles were observed in the infusion set tubing. Customer primed the tubing to address the issue. Customer's blood glucose ranged from approximately in the 300 mg/dl range to 304 mg/dl.